Manufacturer narrative:
On july 10, 2020, the product investigation was updated. Device investigation summary: during the visual evaluation of the sample, the gel was cloudy (white), in addition, a crease was observed on the anterior view. The explanted device was opened with scissors to perform additional analysis to the discolored gel. A rupture, measuring 6 cm was made on the posterior view. During the analysis, triglycerides were confirmed to be present in the silicone gel. In addition, probable free fatty acids were detected. The degree of unsaturation of the combined triglycerides/probable free fatty acids from this discolored gel device was lower than triglycerides from the clear gel samples. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during the evaluation of the sample discoloration was observed on the implant shell. A crease was note din the anterior view and a tear was found in the posterior view, measuring approximately 6.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were noted. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the incorrect date of implantation was indicated in the initial report. The correct date of implantation has been updated to (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material discolored. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a 200cc mentor memorygel breast implant on the right side, suffered pain, distortion in shape, hardness, and white color of gel post-operatively. As a result, the patient underwent bilateral removal and replacement with a 180cc mentor memorygel breast implant on the right and a 200cc mentor memorygel breast implant on the left on (B)(6) 2019.

Manufacturer narrative:
Additional information regarding the concomitant device was erroneously excluded from the supplemental. Concomitant device: 225cc mentor memorygel breast implant catalog: 3502254bc lot: 6532007 manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/11/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).